Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurement of less than 200 ohms. This rv lead was surgically abandoned and was replaced with no issue. Additional information indicated that the source of low out-of-range pacing impedance measurement was not conclusively determined. The pacing threshold had also increased. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.